Event description:
(B)(4). Painful periods worsening over time. Menstrual cycle lasting longer, heavier, heavy clotting. Headaches. Moodswings. Emotional. Restless sleep. Pain in pelvic region similar to stabbing feeling. Weight gain.